Event description:
The complainant reported that the impella rp had suction and acute drop in impella flow with increase in central venous pressure (cvp) and pulmonary artery pressures. Labs were hemolyzing, platelet drop, and patient with acute hematuria. The impella position was confirmed. Albumin was given for volume resuscitation with no improvement. Systemic heparin started overnight with partial thromboplastin time (ptt) 55, and bicarbonate purge running. One unit of packed red blood cells was transfused. The impella rp was removed. The patient survived the event.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the low pump flow and the hemolysis has been completed. Impella rp flex was returned for evaluation. Pump was returned cut at catheter. Upon visual inspection, no biomaterial, damage to impeller blades, or cannula kinks were noted. Pump was not able to be hemolysis tested as the pump was returned cut. Data logs were reviewed and a motor current spike a the beginning of the case with a simultaneous speed deviation and step down in flows was noted. Placement signal also stepped up at time of motor current spike. Lt logs of entirety of case show pump was never able to achieve proper flows per p-level from start-up of pump. Additionally, later in case at time of suction alarms, motor current becomes variable with spiking in motor speed and pump flow. Cvp trends negatively throughout case with a noisy placement signal. Clinical details noted that patient was experiencing hemolysis indicated from labs with suction alarms triggering. Pump position confirmed to be in proper position. Volume given with no improvement. The root cause of the low pump flow was most likely due to biomaterial ingestion at the beginning of the case. The root cause of the hemolysis was most likely patient condition related.